Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported low flow alarms could not be confirmed as no log files were provided by the account. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account communicated that they occurred in the setting of cardiac arrhythmia and resolved when pacemaker settings were adjusted. A direct correlation between the device and the reported arrhythmia could not be conclusively established through this evaluation. It was later reported that the patient had a history of ventricular tachycardia and atrial fibrillation prior to left ventricular assist system (lvas) implant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient was admitted on (B)(6) 2023 for chest pain and low flow alarms that were found to be due to bradycardia. The patient's pacemaker setting were re-programmed and the patient was discharged on (B)(6) 2023 with the low flow alarms resolved. There were no pump related issues.